Event description:
During patients cardiac cath a pressure wire was used for diagnostic testing. Due to tortuosity and calcifications of the patients left anterior descending artery, the wire fractured leaving approximately 4cm of the wire tip in the vessel. The wire was retrieved by a micro snare catheter. The patient remained stable throughout, no damage to the vessel was determined and the procedure was completed.